Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during equipment testing and initial set up of the procedure room, the ultrasound system displayed a temperature error message (usacquisionhw_31). This occurred when the transducer was connected to the system. The ultrasound system was rebooted and the functionality was restored. There was no patient involvement . No additional information was provided.

Manufacturer narrative:
Not applicable, no adverse event. Lot # and expiration date not applicable. Not applicable, not an implant. Updated. Investigation: the complaint was investigated for the z6ms transducer showing an error message. When connected. The transducer was returned, and an investigation was performed. The error message was reproduced during the investigation. The cause of the issue was determined to be a gastro flex thermistor fault, caused by insufficient reliability; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since march 2017. The transducer returned from the customer site was manufactured prior to the corrective action. The transducer was replaced on site by service. Complaint reference #: (B)(4).